Event description:
Patient was in interventional radiology department initially to have paracentesis; however, patient was noted to have hypotension bp 89/60 and was brought to ed. Patient needed IV fluids as ordered by ed-md and referred to hospitalist for admission/ further assessment. When IV fluid was inserted, rn noted fluid dripping on to her gloves. IV was halted and upon closer investigation, leakage was noted at the seal area. Device was exchanged for another similar device and the procedure was completed without further incident. No patient harm. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd nexiva (per site reporter) supplies with the same lot number have been given to materials management manager by ed rn manager.